Event description:
Per the clinic, the patient experienced hair loss and superficial skin lesion which led to the discontinuation of device use. Subsequently, on (B)(6) 2025, the patient underwent skin revision surgery for flap management and repositioning of implant from a subcutaneous pocket to a subperiosteal pocket under general anesthesia. The implanted device remains.